Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 50 complaints, regarding 53 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. Per the instructions for use, the user is advised only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed we will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the trs100sb2, anchor tissue retrieval system, device was being used on (B)(6)2024 during a cholecystectomy procedure when it was reported ¿retrieval bag ripped as it was being taken out of abdomen, gallstones and gallbladder fell out of bag and back into abdomen, inside patient. This added 25 minutes to surgery time.". Further assessment questioning found that "the gallbladder and stones fell out of bag inside of patient. A washout was done of the abdomen.". There was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on reported injury due to the specimen contaminating the inside of the abdomen and requiring a washout.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the trs100sb2, anchor tissue retrieval system, device was being used on (B)(6) 2024 during a cholecystectomy procedure when it was reported ¿retrieval bag ripped as it was being taken out of abdomen, gallstones and gallbladder fell out of bag and back into abdomen, inside patient. This added 25 minutes to surgery time." Further assessment questioning found that "the gallbladder and stones fell out of bag inside of patient. A washout was done of the abdomen." There was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on reported injury due to the specimen contaminating the inside of the abdomen and requiring a washout.